Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: infection, seroma, necrosis. The reported events infection, seroma, necrosis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The events of infection, seroma, necrosis, wound dehiscence are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported via (B)(6) right side "seroma, necrosis, infection". The device has been explanted and replaced.